Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where health sight viewer (hsv) showed interfaces down and the stations were in critical override. A technical support specialist (tss) dialed into the device and the carefusion coordination engine (cce). The tss found cce had its communication service stopped. The service was successfully restarted, and the cce services were updated to restart on failure. The database allocation was updated from 2.17 trillion to 8 gb. The tss confirmed that the communication was crossing over in real time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the hsv indicated that all interfaces were down for the past four hours. The customer confirmed that all stations were currently in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.